Event description:
Complainant alleged that during a routine shift check by a clinicia, the device would not power up. Complainant indicated that there was no pt involvement in the reporter malfunction.